Manufacturer narrative:
Initial and final MDR 1921360 - MDR 3003442380-2024-16356 - device 5 of 16.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 16 infusion sets fell off during use events on 05-june-2024, 07-june-2024, 12-june-2024, 13-june-2024, 14-june-2024 and 17-june-2024. The events occurred within a day and half of insertion. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.